Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: a review of the black box showed an unexplained power on reset event. Moisture was found behind the display lens with a leak. No corrosion or damage was found to the battery compartment and cap. The returned battery cap fully attached to the pump. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find internal moisture on the display connector and printed circuit board. The intermittent power allegation was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/20/2018 with the following findings: a review of the black box showed an unexplained power on reset event. The pump was returned with moisture behind the display. No corrosion or damage was found to the battery cap or compartment. The returned battery cap fully attached to the pump. The pump powered up with auditory and vibratory alarms to a blank display. A leak was found in the display lens. The pump cover was removed to find internal moisture on the display connector and printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was moisture behind the display, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.